Manufacturer narrative:
The product involved in the report has been returned and is being processed for eval. A review of the device history record is in progress. Upon completion of the investigation, a f/u report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the info that was provided by the user facility where the incident occurred. (B)(4).

Event description:
(B)(4) received a report from (B)(6) stating there was a tear in the balloon. The tear location could not be determined but the balloon burst and the tube fell out. It is reported that there was 7cc of sterile water inside the balloon. The device was in use for 3 weeks. The pt was receiving milk through the enteral feeding tube. Add'l info received on (B)(6) 2014, stated the tube was replaced endoscopically. No add'l info was provided in regards to the pt's status.